Event description:
Papillatome was being used to perform an endoscopic retrrograde cholangiopancreatography to identify and remove a biliary system obstruction. In the course of normal use, the papillatome wire broke within the sheathing of the scope. Both sections of the wire were removed from the pt without complications and an x-ray confirmed complete removal. Nurse, reported this event to MFR on 4/10/96. The pt suffered no ill effects.